Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for a recurrent hernia. The device had become dislodged and wrapped in omentum causing adhesions. The device was surgically removed. Recurrence and adhesion are known inherent risks of surgery and are listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent umbilical defect repair. A 3 inches by 6 inches bard flat mesh was implanted in patient during this repair. On (B)(6) 2016: the patient underwent recurrent hernia repair. The physician noted that the mesh had become dislodged and wrapped in omentum causing adhesions. The attorney alleges the patient continues to experience complications from the failed bard flat mesh. The mesh implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating invasive surgery and additional mesh to repair the hernia. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.